Event description:
Physician reported unknown side rupture. Device status unknown.

Manufacturer narrative:
Continued e.1: no name of reporter or institution provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.